Event description:
It was reported that the foley catheter was inserted and a hole was discovered at y-site on balloon port, noticed with inflating balloon. The catheter had to be discontinued as the user was unable to inflate balloon. A second catheter was inserted.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". It was unknown whether the device had met relevant specifications. The device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was inserted and a hole was discovered at y-site on balloon port, noticed with inflating balloon. The catheter had to be discontinued as the user was unable to inflate balloon. A second catheter was inserted.